Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that in two vamp systems, the pressure tubing disconnected at the one-way stopcock side. There was no allegation of patient injury as the blood loss was minimal. Unfortunately, the devices are not available for evaluation as they were discarded by the customer